Event description:
Reporter indicated that for the past two or three days, it seemed like the device was "not going off like it should" and that the generator had "sliiped down and flipped over". The patient was reportedly complaining of pain in the area of the generator and in their arm and began having seizures after being seizure-free for the past month. The patient had reportedly been hospitalized due to the seizures which were treated with IV dilantin and brought back under control. It was reported that the patient's neurologist indicated that the device was functioning properly. X-rays taken in 2003 were reviewed by neurosurgeon who did not notice any anomalies in the vns system. Device diagnostic testing at office visit 3 days later was within normal limits, indicating proper device function. Further investigation revealed that the patient had an accident with a child where the child ran into pt and struck pt in the chest at the generator site. After the accident, the patient indicated that the device had turned over in their chest. The patient reportedly manipulated the device through the skin and turned the device back over. After turning the device back over, the patient began to have seizures. The patient reportedly had two seizures and two more the following day. It was reported that this flurry of seizures caused the patient to be admitted to the hospital where pt received IV dilantin. The patient has reportedly been seizure-free since this incident and has not decided whether to undergo revision surgery for the device migration. A potential generator/lead interface problem is unlikely since the device diagnostic testing was within normal limits at office visit 4 days later. The following month, the patient indicated that pt was tolerating the vns therapy well, but was hospitalized that month (not related to seizures). The patient indicated at that time that pt did not feel that they received proper anti-epileptic medications while hopsitalized and indicated that their anti-epileptic medications were to be reduced at next neurologist visit. The patient was seen by their neurologist in 2003 at which time the only parameter changed was a reduction in magnet pulse width (reduced from 250 to 130). It is not known at this time whether any medication changes were made at that visit. Investigation to date has been unable to determine whether the patient's increase in seizure activity was related to their accident or to a change in their drug regimen.